Event description:
It was reported that device displayed error code 417860004. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. Visual inspection found the device to be in good physical condition with no problems found. Functional test could not be performed at the time of investigation due to the nature of the problem. The pump goes into immediate alarm after being switched on. The reported problem was replicated and was caused by faulty printed wire assembly (pwa). The pwa was replaced to address the reported error.